Event description:
This patient had subcutaneous mastectomy in january, 1981 for fibrocystic disease. The patient then had polyurethane implants placed. These were malpositioned and in november, 1981 cox-uphoff implants were placed. In november, 1988 the patient experienced flu-like symptoms, burning and aching pains throughout the body. The patient had painful left breast with what apeared to be silicone granuloma. The patient had a bilateral periprosthetic capsulectomy with removal of the implants. Both implants were ruptured.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.